Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection for frozen section procedure, while the device was being applied used to the parenchyma of the left upper lobe, the device was able to fire. However, malformed staples were present and were caught to the parenchyma. It was noted that as a result, the device could not removed after complete firing. Other laparoscopic instruments were used to release the malformed staple and caused unnecessary bleeding. The handle was later used with a different reload and it worked fine. There was no patient injury.